Event description:
The company received a report where it was claimed that the unit did not provide a audio tone. The caller confirmed no patient involvement.

Manufacturer narrative:
The reported customer complaint was confirmed and isolated to a faulty speaker. Part replaced and unit passed all functional testing. The reported issue was found during preventative maintenance of the device. Information has been added to the database for trending purposes.